Manufacturer narrative:
(B)(4). Date sent 10/28/2024. D4 batch #645c99. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the left bearing detached, not returned and the right bearing was present and in position within the saddle pin with a reload present. The reload was received fully fired with the swing tab in the locked position. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device and test reload were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 645c99, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. What part of the device was broken? 2. How were they retrieved? 3. Will all pieces be returned with the device?

Event description:
It was reported that during an unknown procedure that a piece broke off of the device. The staple line was intact. Fragment was retrieved from the patient. Unknown as to how the procedure was completed. There were no adverse consequences reported.